Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 16mm amplatzer septal occluder (aso) was chosen for procedure to close a patient's atrial septal defect (asd). The device was released from the delivery cable but was determined to be too small as it embolized three heartbeats after release. The device had to be snared out. Then, a 20mm amplatzer septal occluder was chosen for implant, but on intracardiac echocardiography (ice), there was some residual leak, so the device was removed prior to release from the delivery cable. The replacement device, a 22mm amplatzer septal occluder, was then successfully implanted. There was no clinically significant delay in the procedure, and the patient remained hemodynamically stable throughout the procedure. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.